Event description:
Treatment of a cavernous (cav) aneurysm. It was reported that the pipeline was implanted in the patient successfully on (B)(6) 2012 and the patient had a bleed from an unknown cause twelve days after the procedure. The patient came back to the hospital on (B)(6) 2012 with a parenchymal hemorrhage. It was reported that the patient has recovered and doing well.

Manufacturer narrative:
The device involved in the procedure will not be returned for evaluation as it was implanted in the patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Received additional information on (B)(4) 2013 stating that the information was from the (B)(6) study and that the patient experienced right sided hemiplegia with aphasia due to an iph (intraparenchymal hemorrhage). Follow-up angiography showed complete occlusion.(B)(4).